Manufacturer narrative:
The sample is available for return but has not been received yet. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units. This is the first of two reports. Refer to 9611594-2017-00051 for the second report. It was reported that there is a 40% disconnect rate of the blue connector from the subglottic microcuff et tube. This concern is caused by stretching of the pvc ssm tube by the blue connector which causes a very loose fit. In some cases the fit is so loose that the connector simply falls out. Additional information was received the same day, 01-mar-2017 that states, the ICU respiratory team leader describes the concern as follows: "we have had a number of microcuff tubes where the blue adaptor keeps coming out even after pushing it in to the hilt. I have one new tube in my office that I wanted to check myself. After pushing the blue tip all the way in, it causes the top part of the tube to expand, which becomes the real reason why the staff are seeing this more. My concern about this is when we are treating patients with high levels of oxygen and peep, this becomes a real problem when they are disconnected from the ventilator.¿ no additional information provided.